Event description:
It was reported that during an implant procedure, the atrial lead had high impedance and threshold measurements. It was also reported that it took over 20 turns to extend and retract the helix. The atrial lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.